Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cardioplasty. According to the reporter: the needle was broken and the string came off. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the pt cavity. No tissue damaged occurred. Operative time was not extended more than 30 minutes. .